Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good condition. Review of the device data log noted a motor rate error. Functional tests included flow testing. Flow testing verified the motor rate error. Debris was noted in a motor sensor on the main board as a result of normal wear over ten years. The debris was cleaned off to resolve the motor rate error and the pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was likely due to normal wear.